Event description:
It was reported that the patient did not experienced pain areas covered and symptoms resolved. The patient underwent a Spinal Cord Stimulator (SCS) explant procedure. No further information has been obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event:Model Number/Catalog Number: SC-2218-50.Serial Number: (b)(6).Batch/Lot Number: (b)(6).Model/Catalog Description: LINEAR ST LEAD KIT 50 CM.Unique Identifier (UDI)#: (b)(4).Model Number/Catalog Number: SC-2218-50.Serial Number: (b)(6)Batch/Lot Number: (b)(6).Model/Catalog Description: LINEAR ST LEAD KIT 50 CM.Unique Identifier (UDI)#: (b)(4). D6b: Explant Date: (b)(6) 2026.Block B3: Exact date unknown, explant date used as the approximated date of event.